Event description:
Allegedly revised due to cup loosening.

Manufacturer narrative:
Investigation is not complete. The device event code is addressed in the package insert. Trends will be evaluated. Additional information has been requested. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00338. This event occurred in another country.